Event description:
This lot number of pads had 4 incidents of pad burns in the ep lab. The burns were first degree with skin peel around the edge of burned area. All 4 patients had intact skin anterior and posterior prior to chest pad placement. There was no skin prep prior to placing the pads. The burns followed 2-4 defibrillations at 150 joules. Silvadene cream was applied to all burn sites.====================== health professional's impression======================no problems have occurred with any other lot numbers.====================== manufacturer response for defib adult pads, translucent======================the remaining pads from the same lot number were returned to tech support. No other problems have occurred since this lot was pulled. No answer from manufacturer yet.